Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 79-year-old male patient with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), history of prior coronary artery bypass grafting, known coronary artery disease, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient underwent mitral and tricuspid valve replacement and cabgx2, and later the same day underwent axillary impella 5.5 placement. The patient was profoundly coagulopathic following cardiac surgery and continued to be coagulopathic overnight, with excessive blood loss from chest tubes nearing 3 liters. Over 1 liter was lost from chest tubes prior to impella placement. The patient received 12 units of rbcs, 8 units of ffp, and factor 7 over the course of the night. The patient was not on systemic heparin after pump placement, but a small heparin bolus was given to get act above 250 for impella placement. Contributing factors were recent cardiac surgery and ongoing coagulopathy. Subsequently, care was withdrawn and the patient expired. Bleeding may be associated with access-site complications, profound coagulopathy, recent cardiac surgery, and critical illness. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition including refractory coagulopathy and advanced cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the access site adverse event was patient related to the patient¿s coagulopathic disorder.

Manufacturer narrative:
Additional information that the device is not available for return.